Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the lead was returned with the connector tool on the lead and a stylet stuck in the lead. The lead body was noted to be twisted long the whole length and the proximal end of the distal spring electrode was separated from the lead body insulation with medical adhesive noted and dried blood/body fluid was noted in the lumen. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation and guidewire testing was not performed. Laboratory analysis did not confirm the reported clinical observations and concluded that the twisting of the lead was consistent with induced damage.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) up to 10 volts. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.